Event description:
It was reported that the patient's device had a por (power on reset) condition, which was seen yesterday and there was no error code seen on the patient's programmer. It was reviewed how to clear the por condition. The patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information was received. It was reported that the patient's power-on-reset was cleared. It was reported that there was no malfunction. The patient had regained stimulation and was "doing fine."

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v513007, implanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v592844, implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).